Event description:
It was reported patient presented to clinic for interrogation of device. An attempt to demonstrate the vibratory patient notifier did not work. Both inductive and rf telemetry, as well as 2 different merlin patient care system were attempted but were unsuccessful. Patient will continue to be monitored and plan is to put the patient on merlin.net at next visit. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.